Manufacturer narrative:
(B)(4). Date sent: 11/12/2020. D4: batch # u93n81. Investigation summary the analysis results found that the mcs20 device was returned with no damage in the external components. Upon visual inspection, a clip was noted to be backwards inside of the clip track. In an attempt to replicate the reported incident, the instrument was cycled and no clips were fed into the jaws even though the device was being actuated on several occasions. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembling, the clip was confirmed to be backwards. Ten clips were found inside clip track. The reported complaint was confirmed. No conclusion could be reached as to what may have caused the clip to be backwards. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device, lot number and no non-conformance's were identified. Attempts were made to obtain the following information. To date, no response has been provided. If the device or further details are received at a later date, a supplemental medwatch will be sent: please clarify: when you say "clips not placed correctly" does this mean clips were malformed? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a CABG the device wouldn't place the clips correctly. A similar device was used to complete the case with no patient consequences. One device will be returned.